Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8190683. Medical device expiration date: 2019-11-30. Device manufacture date: 2018-07-09. Medical device lot #: 8162992. Medical device expiration date: 2019-09-30. Device manufacture date: 2019-09-30. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e (edta) plus blood collection tubes contained foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer k2e (edta) plus blood collection tubes contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, evaluation of the customer samples was performed and additive abnormality was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and additive abnormality was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.